Event description:
It was reported that the asymptomatic patient presented in clinic for a follow up with a device exhibiting post paced t-wave oversensing. Programming changes were recommended. No further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow up, post-paced t wave oversensing was still observed via stored egm. Patient was asymptomatic. Programming changes were made.